Manufacturer narrative:
The manufacturer was notified of this event by the (B)(4) competent authority on oct 2, 2017.

Event description:
On (B)(6) 2013, a mitroflow dla21 was implanted in a (B)(6) boy with a bicuspid aortic valve due to pronounced aortic insufficiency. On (B)(6) 2015, the valve was explanted due to early degeneration and stenosis. The prosthesis was replaced with a 21 mm on-x mechanical aortic valve prosthesis, without complications. The explanted biological prosthesis showed calcification and was stiff. The prosthesis has since been discarded. A flap from the prosthesis was not saved because the operating surgeon assessed that the valve was of typical appearance for the expected valve degeneration, with calcification and stiffness in the cusps. The physician notified the swedish health authority upon discovering literature that suggested small-sized mitroflow prostheses (19 and 21 mm) may be at increased risk of early prosthetic degeneration requiring reoperation. The study reported a cohort period of 3.8 years +/- 1.4 years, and an increased risk of unpredictable rapid prosthetic degeneration. In light of this, the observed time interval between implant and explant (2 years and 3 months) was considered to be remarkable. Ref: circulation. 2014 dec 2; 130 (23): 2012-20. Doi: 10.1161 / circulation aha.114.010400. Epub 2014 oct 29.

Manufacturer narrative:
Based on the document review performed, no manufacturing deficits were identified. As the device was discarded, no further investigation could be performed. It should be noted that at the time of the event the instructions for use (IFU) for the mitroflow dla stated the following: "clinical experience reported in the medical literature suggests that juvenile patients, or patients with hyperparathyroid disease, with other alteration of calcium metabolism, or undergoing chronic hemodialysis, or patients who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves." As such, the early degeneration of bioprosthetic heart valves in juvenile patients is a known, inherent risk of the procedure, and this risk is addressed in the mitroflow dla IFU.

Event description:
On (B)(6) 2013, a mitroflow dla21 was implanted in a (B)(6) year-old boy with a bicuspid aortic valve due to pronounced aortic insufficiency. On (B)(6) 2015, the valve was explanted due to early degeneration and stenosis. The prosthesis was replaced with a 21 mm on-x mechanical aortic valve prosthesis, without complications. The explanted biological prosthesis showed calcification and was stiff. The prosthesis has since been discarded. A flap from the prosthesis was not saved because the operating surgeon assessed that the valve was of typical appearance for the expected valve degeneration, with calcification and stiffness in the cusps. The physician notified the swedish health authority upon discovering literature that suggested small-sized mitroflow prostheses (19 and 21 mm) may be at increased risk of early prosthetic degeneration requiring reoperation. The study reported a cohort period of 3.8 years +/- 1.4 years, and an increased risk of unpredictable rapid prosthetic degeneration. In light of this, the observed time interval between implant and explant (2 years and 3 months) was considered to be remarkable. (B)(4). At the time of perceval implant, the patient had 45% regurgitation to the left ventricle from the aortic valve, as well as left ventricular hypertrophy. Two weeks prior to reoperation, no dilation of the atrium was observed, and the patient exhibited 115/75 mmhg mean/peak gradients.

Manufacturer narrative:
Device history records review was completed and the device at the time of manufacturing and release met the criteria.